Event description:
Event description guidant received information that this transvenous defibrillation lead, implanted nearly 8 years exhibited pace/sense impedances of over 3000 ohms and some at 250 ohms. All other lead measurements are normal and sensing and pacing without issues. ,